Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was in an intensive care unit due to non-device related reasons. Interrogation of the device revealed the device had reverted to storage mode approximately a year earlier. Boston scientific technical services (ts) therapy was no longer available in storage mode. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, a replacement procedure has not been scheduled and this device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.